Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the concorde bullet cage was implanted in patient with lcs. A week after the surgery, it was noted that the cage had migrated. Two weeks after the surgery, it was noted that the cage had backed out.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.